Event description:
A housekeeping person in the laboratory hit their head on the sampler door (it was in the open position) of an electra 1800c automatic coagulation analyzer. The person cut his head, and required seven stitches. The person was bent down under the instrument and when he came up he hit his head. The laboratory operator who reported this event described it as a "fluke" occurrence.